Event description:
IV solution of d5lr 1000 ml with tubing, running at 75 ml/hr; 740 ml went in over 2 hours. Used same tubing in pharmacy 1000 cc free flow, empty in 70 minutes. Defective tubing (diameter?).